Event description:
The sales rep reported about a shoulder surgery that took place on (B)(6) 2014, and the tip of the expressew needle #214141 broke off and the surgeon is unsure if it fell off in the patient or not. The rep stated that the piece of the needle which broke off was approximately less than 2mm, no xrays were done, as the doctor was not concerned because of the piece being so small. The expressew gun was fired 8 times. The nurse had trouble firing the needle and when she did fire it they think she might have hit bone. Orthocord is the type of suture used in a y knott #2. There were two medial anchors double loaded that were used (8 suture strands). The sales rep also reported there was no delay as they did not notice till the procedure was completed.

Manufacturer narrative:
(B)(4).

Event description:
The sales rep reported about a shoulder surgery that took place on (B)(6) 2014, and the tip of the expressew needle #214141 broke off and the surgeon is unsure if it fell off in the patient or not. The rep stated that the piece of the needle which broke off was approximately less than 2mm, no xrays were done, as the doctor was not concerned because of the piece being so small. The expressew gun was fired 8 times. The nurse had trouble firing the needle and when she did fire it they think she might have hit bone. Orthocord is the type of suture used in a y knott #2. There were two medial anchors double loaded that were used (8 suture strands). The sales rep also reported there was no delay as they did not notice till the procedure was completed.

Manufacturer narrative:
The complaint device is not being returned and therefore not available for a physical evaluation. However, from past investigations of similar failure modes, it has been determined that repeatedly passing the needle through excess tissue causes the needle to fatigue and break. The needle could also break if it accidentally hits the bone or other instruments. Eiii needles have been designed to pass 15 times through tissue and any usage beyond this would cause the needle to fatigue. It was reported that the needle was passed 8 times and may have accidentally hit the bone. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. The complaint rate has been reviewed against the risk analysis document and found to be within the expected levels. Based on the complaint history, no further corrective action is warranted at this time. However, this file will remain receptive to any potential forthcoming information that is pertinent to this issue. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported about a shoulder surgery that took place on (B)(6) 2014, and the tip of the expressew needle #214141 broke off and the surgeon is unsure if it fell off in the patient or not. The rep stated that the piece of the needle which broke off was approximately less than 2mm, no xrays were done, as the doctor was not concerned because of the piece being so small. The expressew gun was fired 8 times. The nurse had trouble firing the needle and when she did fire it they think she might have hit bone. Orthocord is the type of suture used in a y knott #2. There were two medial anchors double loaded that were used (8 suture strands). The sales rep also reported there was no delay as they did not notice till the procedure was completed.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.